Event description:
It was reported that the patients ipg was not charging well, and the stimulation was not working as well. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned due to hospital policy.

Manufacturer narrative:
Date of event: exact date unknown, event occurred six months ago from the date manufacturer became aware of the event.